Event description:
Pt had renal arteriogram completed with no significant findings. Post 1 hour of the procedure an emergency return to cath lab was initiated due to lack of pulse and foot cyanosis. Performance of another arteriogram from opposite side to assess condition was completed. It appears that a collagen plug was occluding femoral artery. Attempts were made to remove collagen with spare. 3 parties were retrieved. Vascular surgeon consulted for subsequent surgical intervention for exploration of right femoral artery, embolectomy with repair of pseudoaneurysm. Transferred to other hospital where it is thought a fem-pop was performed. Tech deployed 2 collagen plugs on order from radiologist at end of renal arteriogram.